Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. The investigation is inconclusive as the original sample was not returned for evaluation. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. The current instruction for use (IFU) for the encor probes states: directions for use: prepare the vacuum unit and the control unit according to their respective instructions for use. Turn on all system components and allow them to initialize. The control unit display will indicate that the driver's initialization was successful and that the system is ready for the biopsy probe installation - using standard aseptic technique, remove the biopsy probe from the package and check for damage to use the sample rinse feature, attach the vacuum tube connector, and the rinse tube connector, to the vacuum unit. Install the biopsy device to the driver by sliding the distal end into place and then pressing down on the proximal end to lock. Remove the cover for stereotactic use. While firmly holding the driver to maintain the aperture at the target site, press the "sample" button again to initiate the automated tissue acquisition cycle. A tissue sample will be automatically transported to the tissue collection chamber. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic breast biopsy, there was no vacuum or rinsing fluid present and the physician could not obtain samples. The physician attempted with two separate probes and was unsuccessful. The biopsy was rescheduled. There was no reported patient injury.